Manufacturer narrative:
This follow up report is to correct information that was submitted in the initial MDR: correcting: UDI #: from UDI# (B)(4). Catalog #: from catalog # 25455 to catalog # 26384. Lot # : from lot # unknown to lot # 503072. This is a follow up report to correct this information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The implant was not evaluated, but the given information. Also the guide and planning will be evaluated. As per complainant the implant was removed due to issues with the guide.

Event description:
It was reported that a patient experienced a dental implant loss.